Event description:
Device 1 of 2. Reference MFR. Report:1627487-2014-24430. It was reported the patient experienced ineffective stimulation and stimulation in an unintended area due to both leads migrating. Subsequently, surgical intervention took place to explant and replace the leads with another model. Effective therapy was restored post-op.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.